Event description:
Flange of syringe broke.

Manufacturer narrative:
It was reported that the surgeon was using the syringe when the flange on the syringe broke. No injury was reported related to the incident. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.